Event description:
A female with a severe ischemic cardiomyopathy, lbbb had a st jude epic hf device - bi v ICD- v-338, implanted by dr. The most recent device check revealed that the device was at eri, but that it was not sensing any r waves that-so ever. I explanted the device and found that all lead pacing and sensing was excellent - st jude leads -. Traction was placed on the rv lead with no evidence of lead fracture or change in sensing - r waves were 24 mv - all leads were firmly attached in the correct ports of the header. This problem could only be caused by a device failure unrelated to the battery. Obviously the inability to sense r waves would result in failure of the device to deliver defibrillation therapy if the pt developed vt or vf as well as inappropriate pacing. This is a catastrophic, life threatening defect which can and likely will result in death or morbidity. This needs to be investigated immediately and appropriate safety measures instituted. The device is currently in risk mgmt, dept of surgical pathology at the hosp. Hope you don't get a series of automated directions and finally a voice mail like I did when I tried to call the FDA- thanks for your prompt attention to this matter.